Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing significant pump stoppages while connected to battery power. This type of issue is associated with phase to phase (multiple wire short) condition within the patient's driveline. Low flow and low speed events were also seen in the log file. A driveline repair was performed. The splice was started 2.5 inches from the exit site. The pump stops returned following the repair. The patient was scheduled for an unroofing procedure to externalize some of the driveline. The controller was exchanged because of frequent power cable disconnects. The patient was exercised in various ways but the alarms did not duplicate. The unroofing procedure was canceled and instead the focus was shifted to getting the patient's anticoagulation therapeutic. Related MFR #: 2916596-2020-02631.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s power leads being worn was not confirmed. The reported event of power cable disconnect alarms was confirmed via the provided log file. The log file contained data spanning approximately 3 days ((B)(6)2020 ¿ (B)(6)2020 per time stamp). Several atypical power cable disconnect alarms ¿ alarms that did not correlate to a power source exchange ¿ were observed intermittently throughout 13may2020 while batteries were in use. No other notable events regarding the controller were observed. All low speed events observed within the log file have been addressed via the pump¿s investigation, reported in manufacturer report number 2916596-2020-02631. The system controller (serial number pcx-11299) was not returned for analysis and its power leads were unable to be observed. The root causes of the reported events were unable to be conclusively determined through this analysis. The heartmate ii patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect conditions. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, including the system controller, and to obtain replacements if necessary. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.